Event description:
The customer indicated there was a pt treated with (B)(4)-segmented cylinder applicator set with radiation reactions that may be consistent with a shifted (B)(4) flexible probe with blocking washer at 234mm. Acute affects indicate a potential radiation injury. The pt plan was for 28 pulses of 1gy. The case is currently under investigation at customer site.

Manufacturer narrative:
A f/u of the MDR is expected and will be submitted as soon as the final investigation result is available.